Event description:
Boston scientific received information that this left ventricular (lv) lead displayed a gradual rise in pacing impedances from 611 ohms at implant to greater than 2000 ohms currently. The lead also displayed an increase in pacing threshold from 0.8 volts at 0.5 milliseconds to 2 volts at 0.5 milliseconds. All other lead diagnostics were reported to have been normal. The physician is to continue to monitor the lead. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.